Event description:
It was reported to boston scientific corporation that a captivator snare was used for polyps in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, the snare was unable to cut the target polyp. The procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare unable to cut. Block h11: investigation analysis the returned captivator ii snare was analyzed, and a visual evaluation was performed, and it was noted that the working length (flare) was out of position in the handle and the loop was extended when the handle was not actuated; due to these conditions, the loop could not be retracted. An electrical test was performed, and the device was found to be within specification. No other problems with the device were noted. The reported event of snare unable to cut was not confirmed. Upon analysis, the returned device had problems retracting the loop; this was because the working length (flare) was out of position in the handle. Boston scientific has initiated an investigation to further evaluate snare loops unable to cut events to determine the root cause of these events, as well as appropriate mitigation(s). Based on the analysis of the returned device and the information available, the most probable cause is manufacturing deficiency. A corrective and preventative action (CAPA) investigation was opened to further investigate these events and determine if corrective actions are warranted.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator snare was used for polyps in the colon during an endoscopic submucosal dissection (esd) procedure performed on(B)(6) 2025. During the procedure, the snare was unable to cut the target polyp. The procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.